Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed shock impedances of great than 200 ohms. Some noise was seen as well. The patient was seen in clinic where device testing was performed. Impedances were sampled while isometrics were performed and oor shock measurements were reproduced. Impedances were also sampled in different programming configurations. Subsequent to testing, the proximal coil was suspected to be the source of the high shock impedance measurements. The patient then underwent a surgical procedure where the lead was cut and capped. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.